Manufacturer narrative:
D10 concomitant products: open sealer/div bz4212a bizact 5mm-12cm - bz4212a, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open tonsillectomy procedure, when sealing the tissue after tonsil was removed, bleeding was observed directly from the seal, specifically from the tonsil bed, 1 day after the procedure. Energy delivery and end tone were observed but there was no re-grasp alert during the procedure. The bleeding was described as oozing/minimal/moderate and occurred post-operatively. As a result, the patient required an additional surgical operation to stop the bleeding and was readmitted to the hospital. Blood transfusion was not necessary, no other seal sites reopened, the patient did not receive chemotherapy, and no imaging was conducted. The patient was not admitted to the intensive care unit.